Manufacturer narrative:
Occupation: non-healthcare professional. Continued from section event and problem and evaluation codes: method code- (B)(4) device discarded. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The IFU instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. . .note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used multiple cook acrobat® 2 calibrated tip wire guides. The outside of wire was peeling off (see related MDR 1037905-2018-00383). The coating of the wire was peeling off during use and this is not the first one (subject of this report). According to customer the coating did not peel off because of contact with the elevator of the endoscope. The following clarification was received on (B)(6) 2018: they say they have had more wires where the coating of the wire has been peeling off that they just have not put aside (subject of this report). The wire guide damage was at the patient end, close to the tip, and I am not able to provide more details. Our attempt to collect additional information regarding patient outcome were unsuccessful since the event occurred during holiday time and was not written down. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.